Manufacturer narrative:
Customer contacted haemonetics on (B)(6), 2009 reporting their orthopat machine experienced a blood spill. No injury or reaction was reported. Evaluation of the returned device confirmed a major blood spill had occurred. Issue cause damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).

Event description:
Customer contacted haemonetics on (B)(6), 2009 reporting their orthopat machine experienced a blood spill. No injury or reaction was reported.